Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the issue occurred when the system was used for planned treatment/non-emergency treatment and the surgery got completed as planned. A philips field service engineer (fse) inspected the system and confirmed that the c-arc movement was faulty. Further inspection revealed issue occurred due to the c-arc current calibration failed and motor carbon brush wear. Fse replaced the c-arc motor and current calibration was completed. After replacement and current calibration, the device was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm was faulty, shaking during use. The device was in clinical use. No harm was reported. A philips field service engineer (fse) visited the site and determined the c-arm motor needed to be replaced. After replacing the c-arm motor and performing calibration, the device was returned to expected functionality.